Event description:
It was reported that the modular cable would not connect to pump cable of the heartmate 3. It was noted that the screw would not turn when the pump cable was being connected. Attempts to connect the modular cable to the pump cable of the heartmate 3 occurred several times without success. Related manufacturer reference number: (B)(4).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), and the reported event could not be conclusively determined through this evaluation. During the investigation, the issue was isolated to the modular cable inline connector. The heartmate 3 lvas instructions for use lists potential adverse events that may be associated with the use of the heartmate 3 lvas. The device history records for the heartmate 3 lvas were unable to be reviewed due to the serial number being unknown. No further information was provided. The manufacturer is closing the file on this event. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system.